Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-33783. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The lot 5402841 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 14, version 7 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi version 25 test on reference samples, 10 samples out 10 samples passed the test. Batch review the lot 5402841 was manufactured according to the document version 72 on the packing process in the machine 8 and 12, on 02/oct/2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The leakage was in at quick release. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Patient city: (B)(6). Patient country: united states.